Event description:
Man underwent aquablation for benign prostatic hyperplasia. After procedure, patient had prolonged bleeding requiring transfusion and return to the operating theater for cautery.

Manufacturer narrative:
H.3 device evaluation by manufacturer: the aquabeam motorpack was returned for investigation. The log file review confirmed the e22 - motorpack error and e21 - motorpack error from the reported event. Visual inspection observed light evidence of fluid ingress on the p0987 motorpack to handpiece cable assembly and corrosion on the latch spring. Functional testing could not replicate the e22 from the reported event since the fluid in the motorpack dried up as signs of salt deposits inside were evident during additional analysis which removed all electrical shorts. A review of the device history record (DHR) was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system and/or aquabeam motorpack associated to this event. The review indicated that the system and/or aquabeam motorpack met all required specifications upon release for distribution. There are no other similar complaints reported to procept. The aquabeam robotic system user manual states, um0101-00 rev. E, states: 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece ensure the high-pressure tubing is centered and seated in the lower box. Dock the motorpack to the aquabeam handpiece: verify aquabeam handpiece nozzle position (i.e. The movement of the blue led) homes to the base of the aquabeam handpiece (fully proximal). Apply sterile tape over the connection between aquabeam handpiece and motorpack to seal it. Do not apply sterile tape over the aquabeam scope. Keep the motorpack and the aquabeam handpiece assembly with the scope clamp assembly in a secure and sterile environment. Note: verify the motorpack is securely engaged to the aquabeam handpiece by attempting to pull the aquabeam handpiece off of the motorpack. The aquabeam handpiece should remain connected to the motorpack if properly engaged. Table 5 system detected errors and faults: e21 - motorpack error, release foot pedal and click x. If error persists, replace motorpack. E22 - motorpack error, release foot pedal and click x. If error persists, reconnect handpiece to motorpack. If error continues, replace handpiece. The root cause was determined to be unclear instructions as the IFU and the user manual do not contain troubleshooting instructions on how to properly handle and replace a broken scope during mid-procedure to avoid potential motorpack exposure to fluid ingress. This is the first occurrence of this type of failure mode and root cause (complaint rate (B)(4) from 12-jan-2021 to 28-sep-2021), should a complaint trend arises further actions shall be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: a review of the aquabeam system's log file was conducted, which confirmed that there were no anomalies during the procedure. The review indicated that the system functioned as designed. A review of the device history record (DHR) for the aquabeam robotics system, lot number 18c00144, was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system, which could relate to the reported event. The review indicated that the system met all required specifications when released for distribution. The aquabeam system's instructions for use (IFU), ifu320301, rev. D, lists bleeding as a potential perioperative risk of the aquablation procedure. The system was not returned for investigation of this complaint. Bleeding is a potential risk of the aquablation procedure. Based on the review of the log file, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.